Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a versacross access solution was selected for use. The patient had kyphosis and scoliosis. During the procedure the septum was crossed and the versacross wire was placed in the left atrium, but the watchman sheath could not be advanced across the septum. A pericardial effusion was then noted, the watchman procedure was finished, and they proceeded to treat the effusion. A pericardiocentesis was performed. The patient is expected to be fully recovered. 7 mar 2023 - gfe response: the procedure was cancelled. The patient is stable. Multiple attempts were required to track up / drop down into position on septum before tsp was performed. There were some difficulties encountered with positioning the sheath/dilator for the transseptal punctures. There were no other difficulties experienced with the three transseptal punctures. Location of transseptal puncture: posterior and inferior. There were difficulties encountered locating the puncture position. It was difficult to image due to patient anatomy; not equipment or devices. The sheath would not cross the septum following the puncture.